Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. It was confirmed that the charging supplies were able to successfully charge another device. In addition, the battery gauge later jumped from 60% to 100% while not connected to a power source. Customer reported blood glucose level was 185 (mg/dl). Reportedly, the customer will continue to use the pump until the replacement pump is received.